Event description:
Sorin group (B)(4) received a report that during a case the s3 system shut off. This resulted in a pump stop. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 console. The incident occurred at the (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group is conducting an investigation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.